Manufacturer narrative:
In the event the device is returned, no analysis will be performed as the reported event of lead migration cannot be confirmed or analyzed via laboratory testing.

Event description:
It was reported the patient's scs lead was replaced because of lead migration. Postoperative, the patient's scs system was reprogrammed and the patient was well.

Manufacturer narrative:
No device evaluation for the reported event will be performed as the reported event cannot be confirmed via laboratory testing.